Manufacturer narrative:
Device has been discarded by the user because of covid-19 precautions. Without the returned device, we remain inconclusive about the root cause of this defect. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction was detected during pre-use check. Device was not used for the procedure.

Event description:
During pre-use check, the nurse observed a leakage from the safety balloon when she attempted to inflate the internal carotid balloon with saline. Device was not used for the procedure.